Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction of the cup, the black plastic on the inserter cracked and a part fell off. We found the missing part and opened another impactor to complete the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The complaint states surgeon was doing a thr and during impaction of the cup the black plastic on the inserter cracked and a part fell off. We found the missing part and opened another impactor to complete the case. The only delay was about 5 minutes so I could get the other tray and open it. The investigation confirmed the failure mode as reported. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis

Manufacturer narrative:
Correction: the previous followup medwatch submitted stated that the investigation had been reopened because the product had been received. This is to correct that statement to indicate that depuy still considers the investigation closed, and that the reporting of the product as being received does not affect the outcome of the investigation.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.